Manufacturer narrative:
The reported event could be confirmed. The device was not returned, but evidence based on images was provided, which matches the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Since x-rays/CT scan and data were provided, the opinion of a medical expert was sought and stated as follows: the mild notching is confirmed in the provided image only the glenosphere and liner (insert pe) are planned to be exchanged in this case because this is typically done in cases of dynamic instability (subluxations, no dislocation), to increase the soft tissue tension. Insufficient soft tissue tension, most likely patient related factors. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was most likely attributed to a patient related issue. The event was caused by a soft tissue tension insufficiency (dynamic instability). If any additional information is provided, the investigation will be reassessed.

Event description:
Subject: (B)(6) perform fracture study. Instability ¿ dynamic. Subject contacted clinic on (B)(6) 2025 with reports of atraumatic instability and pain. She was seen in clinic on (B)(6) 2025. X-rays and CT scan showed mild notching but no other abnormalities. No documented dislocations.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(6) perform fracture study instability ¿ dynamic. Subject contacted clinic on (B)(6) 2025 with reports of atraumatic instability and pain. She was seen in clinic on (B)(6) 2025. X-rays and CT scan showed mild notching but no other abnormalities. No documented dislocations.